Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with chipped case and sign of fluid ingression. Event history log review was performed and found evidence of reported problem. During investigation no disposable alarm messages displayed after pump started. Visually inspected and attached a cassette to pump and observed the issue. Investigator's unable to repeat customer's reported problem. During investigation, visually inspected the pump's event history logs and the pump showed "no disposable" alarm messages after pump started. Further investigation found fluid ingressions by the pump chassis. According to the investigation the customer's reported problem was caused by the fluid ingression. Investigator's recommend downstream occlusion sensor to be replaced. According to the investigation, the problem source of the reported problem was user interface (fluid ingression / main body / barrel clamp seal). This issue was customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy plus pump, the pump exhibited "no disposable alarm". No patient involvement reported.